Event description:
The customer reported to baxter (B)(4) an administration set in which there was a cut on the tube. The alleged defect was observed during priming. There was not patient involved; therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.